Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the hammer had a crack in the weld. There was no patient or surgical impact reported. The issue was found during inspection. There is no further information available. This report is for one (1) hammer. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part # pet60250; lot # e16di0517; supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on january 26, 2017 with no discrepancies. No ncrs were generated during production. Visual inspection: the hammer (part# pet60250, lot# e16di0517 qty# 1) was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the surface of the device shows nicks & scratches consistent with the device use which would not contribute to the complaint condition. The allegation of there being a crack in the weld cannot be confirmed as the narrow black lining along the weld is most likely heat marks from the weld process. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq as it does not concern the allegation. Document/specification review: the following drawing(s) was reviewed: - current and manufactured revisions no design issues or discrepancies were found during this investigation. Complaint confirmed? No. Investigation conclusion: the complaint cannot be confirmed for hammer. A definitive root cause could not be identified for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.